Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and claimed the cgm was reading 30 to 40 points off.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.